Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to lead fracture. Another lead was implanted successfully. No adverse patient effects were reported.